Event description:
It was reported that during a colon-rectal procedure the tips jammed. It was unk if the device was locked on the pt's tissue when it jammed. Another device was opened to complete the case. There was no pt injury. Additional info was requested, and no additional info was provided.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws jammed and stuck shut and the blade extended and contained within the jaws. There was tissue on the jaws and handle. The jaws could not be opened. No electrical testing could be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted. The instructions for use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt."